Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the reportability of the malfunction reported in the initial emdr and the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty pump was due to insufficient flow. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The reported event was sent in error and would not cause or contribute to a death or a serious injury if were to recur.

Event description:
It was reported that the subject device was faulty. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was faulty. There were no reports of patient harm.